Event description:
The core impaction drill was sent in for eval because it caused a bur guard to melt. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
During failure analysis, the complaint could not be confirmed; the device ran at full speed. However, the spindle housing was replaced because it worn out. Preventive maintenance was done on the device.